Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Just over five months post implant, it was reported that the right ventricular (rv) lead had moved. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.